Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch numbers: 1221934-2016-10152; 1221934-2016-10153; 1221934-2016-10155 UDI: (B)(4). Depuy synthes has been informed that the lot number is unavailable.

Event description:
After 15 min of use the vapr s90 electrode shows sparking. Four electrodes have shown this but only one can be returned as stated in the form above. The lot number of three electrodes is unknown. Surgery was completed with same like product and prolonged the surgery for 15 min. Additional information received via email from the affiliate on 4-1-2016, the sparking was inside the patient approximately after 5 minutes. It is unknown how many procedures there were. It is unknown if the electrode was buried in tissue. This device was new.

Manufacturer narrative:
The complaint devices are not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.